Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center and a failure of the oxygen blending module board (obm) was observed. The device's oxygen blending module board needs to be replaced to address the issue. Additionally, a noise was heard coming from the blower. The motor blower assembly needs to be replaced to address the issue. The device's handle, front enclosure, enclosure seal, obm housing and obm filter were physically damaged and need replaced. The device's micron filter, pollen filter need replaced for contamination. The ac power cord clamp is missing and needs replaced. The repairs are pending approval of the estimate from the customer. A final report is being sent. If upon approval of the estimate additional issues are identified, a follow up report will be filed.